Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the basal settings and advanced features were cleared without user intervention. There is no further information available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history did not indicate any loss of settings. The pump was exercised for 24 hours with no alarms occurring. A rewind, load, and prime sequence was performed with no alarms occurring. A normal bolus, ezcarb, and ezbg bolus were performed and accurately recorded in the pump history. Using the patient's settings in the pump, an ezcarb bolus and an ezbg was performed and the pump correctly calculated the appropriate bolus amount. There were no settings issues found on investigation; the complaint could not be confirmed or duplicated.